Manufacturer narrative:
(B)(4). Guide wire: asahi fielder fc; stent: 4.0x18 multi-link 8. Against resistance. The 4.0 x 18 mm multi-link 8 stent mentioned is being filed under a separate manufacturer report number. The complaint device was returned and the reported difficulty positioning and removing the guide wire was confirmed via returned device analysis. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, the patient presented with thrombus, and after pre-dilating the lesion with a non-abbott balloon dilatation catheter (bdc) without issue, a 014 hi-torque balance middleweight (bmw) elite guide wire was then advanced and crossed, with difficulty and slight force applied, the heavily calcified, concentric, 90% stenosed lesion in the heavily tortuous mid right coronary artery (rca). An asahi fielder guide wire was then advanced past the lesion as a buddy wire, followed by advancement of a 4.0x18 rx multi-link 8 (ml8) stent delivery system (sds) over the bmw elite guide wire, however, while advancing the ml8 sds over the bmw elite guide wire, the device became stuck (the ml8 sds could not be advanced or retracted over the bmw elite guide wire). The devices were removed from the anatomy as a single unit and aspiration of the existing thrombus was performed. Reportedly, the bmw elite and ml8 did not cause or contribute to the existing thrombus. A new 4.0x18mm ml8 was deployed in the mid rca, followed by deployment of a planned 4.0x12 ml8 proximal to the 4.0x18 ml8 stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.